Event description:
It was reported via web self service that a missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day the sensor was inserted, it was reported that the sensor failed. Upon removal of the failed sensor, the patient noticed the sensor wire was missing and was left in their skin. The patient inserted a new sensor after this event which covered the area where the previous sensor was. It was reported that the patient sought unspecified medical care for a medical procedure and the current sensor wire was removed for this event. Attempts to follow up with the patient for additional information were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)